Event description:
The customer requested the repair of the auralis pump. It was reported that the power cord plug was burnt and partially melted. There was no indication regarding patient involvement. No injury was claimed.

Manufacturer narrative:
The device evaluation performed by the arjo service engineer did not confirm any failure of the pump apart from power cord plug damage. During interview with the ward nurse, arjo's service engineer was informed that this issue was caused by a problem with the facility's electrical installation. This installation was repaired by the electricians. The auralis instruction for use (IFU) 04.ai.00en_03 dated 10/2022 states: "visually check all electrical connections and power cord" before every use or every week (if long term use); "if any part is damaged or missing do not use the product." The customer informed arjo when the failure was observed and the device was taken out of use therefore the IFU was followed. In summary, the arjo device failed to meet its specifications since the power cord plug was damaged. There was no indication that the pump was used for patient treatment when the malfunction occurred. The complaint was decided to be reportable due to power plug damage (burnt and partially melted). Date of event was estimated based on the awareness date.